Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the vision stent delivery system (sds) was positioned in the lesion when it was noted on angiography the stent implant was not mounted on the sds balloon. The patient vessels were examined in an attempt to locate the dislodged stent, but the stent could not be seen in the vessel. The dislodged stent was found inside the protective sheath, over the stylet. A new vision stent of the same size was used successfully to treat the patient. It was stated that no force was applied when removing the stylet and the sheath, and that air aspiration was done before use, outside the patient. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned inside the protective sheath on the stylet, confirming the reported stent dislodgement. The stent delivery system (sds) was not returned which may have aided the investigation. There was no damage noted to the stent implant or protective sheath. The stent implant outer diameters were measured and met specification. The protective sheath inner diameter was measured and found to be 0.055 in. This ID met manufacturing range specification of 0.054in to 0.056in per component specification. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Since the stent was returned on the stylet inside the protective sheath, the stent may have been inadvertently dislodged during protective sheath removal, although this could not be confirmed. It should be noted the multi link vision coronary stent system instructions for use states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information received, the catheter was not inspected prior to use as instructed, as the stent dislodgment was not noted until the sds was advanced to the lesion. A definitive cause for the reported stent dislodgement could not be determined. A review of the finished product lot history record revealed no nonconforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other similar incidents for stent dislodgement. There is no indication of a product quality deficiency.